Event description:
It was reported that pump displayed malfunction alarm malf 12 multiple times, with at least three occurrences on same pump and no notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump, was instructed to put pump into storage mode before return, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump; technical support arranged shipment of replacement pump to confirmed address, and instructed customer to return problematic pump within 10 days using provided prepaid label.